Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed loss of capture (loc). A lead revision was performed where the physician noted damage on the lead and requested a lead repair kit. The lead was repaired and remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the left ventricular (lv) lead was explanted and replaced over two years later due to continued loss of capture (loc) issues. No additional adverse patient effects were reported.